Event description:
Vague report received from customer reporting a chemo leak with use of set. Follow up with clinician revealed that this report came second hand from the outpatient unit. Further investigation revealed that facility has expierenced a total of approximately 5 incidents in which chemotherapeutic agents spilled during prime. The chemotherapy agents involved were unknown. It was confirmed that there was no patient injury or staff exposure to any of these spills. Spills were reported to have been cleaned up appropriately.